Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The device had intermittent buttons due to light moisture damage to keypad traces. Intermittent buttons response was verified with battery tube tester. No low battery alerts noted during testing. The device also had minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad, particularly the act button. The caller stated that she had to press the act button hard to make it respond. The blood glucose reading was 8.7 mmol/l. She also stated that the device life did not last long with new batteries. Advised replacement of the insulin pump. Nothing further reported.